Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump screen developed lines and became unreadable after it was taken out of a pocket, rendering the display nonfunctional and requiring replacement; the user¿s blood glucose at the time was 110 mg/dl and the user had backup therapy available. Symptoms included no clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included a review of complaint information and logistics associated with device replacement. Investigation of this device revealed a display failure consistent with a damaged or malfunctioning screen, with the affected device component being the user interface/display. It was concluded, based on previously established findings for similar reports, that the cause was likely physical damage or wear leading to display failure.